Event description:
New information received notes that the patient presented for follow up in clinic. Defibrillation threshold test results were normal. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an induction test, failed delivery of defibrillation therapy due to low defibrillation impedance was observed on the right ventricular lead. Programming modifications were performed successfully.